Manufacturer narrative:
A steris technician arrived onsite to inspect the unit and found that the unit's heater contactor had become stuck in the closed position. As the heater contactor was stuck in the closed position, the high-pressure limit switch could not remove the power to the unit causing excess steam to build up in the unit's chamber. As designed, the safety valve opened, and excess steam emitted from the unit causing the reported event to occur. The technician replaced the contactor, tested the unit, confirmed it to be operating according to specification, and returned the sterilizer to service. No additional issues have been reported.

Event description:
The user facility reported that steam was leaking from their 20" century sterilizer causing water to condense on the floor. No report of injury or procedure delay.